Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during surgery, it was noticed that a spider 2 worked for five minutes and licked up, and did not move anymore. The procedure was resumed, after a 45-minute delay, using a similar s+n back-up product. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information on h6 - medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection found the quick connect is leaking oil. The unit failed functional testing with air in the oil. Piston migration was 1.6 inches. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a seal failure. Factors that could have contributed to the failure include debris ingression or prolonged pressurization, causing damage to the seals, spacers, pressure rings, or pressure cups within the joints of the device. Based on this investigation, the need for corrective action is not indicated.